Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother called us reporting that she has problems concerning her accu-chek flexlink cannula and it¿s self-adhesive. She says that the adhesive doesn't have enough stick to get attached, and it falls very easily. No adverse event reported. A request was made for the return of the device, replacement sent.